Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The nurse called for info on the basal rates, carbohydrates ratios, and sensitivity. Troubleshooting was not performed because the customer was not on the insulin pump when admitted to the hospital. The customer was treated with an insulin injection and drip. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.